Event description:
Reporter alleged blood glucose measured 225 mg/dl at 9 am and customer took her normal morning insulin of 70 units. It was reported afterwards customer went to work out and waited too long to eat so at about 2:30 pm started feeling as if glucose was low and like she might pass out. Reporter stated a relative took her glucose at that time and it meassured 269 mg/dl so customer ate and tested afterwards which measured 76 mg/dl. Reporter indicated relative continued to test customer and results were 164, 423, hi, and hi all within an hour. The next morning, it was rpeorted glucose measured 338 mg/dl however no medical treatment was sought or received. A request was made for the return of the suspect device and replacement rpoduct was sent.